Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. There is limited information regarding the patient's death at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision right revision knee replacement for periprosthetic fracture of distal femur involving an lcs total knee replacement. Periprosthetic fracture believed to be due to a fall. The distal femoral (bone) fracture was significant and extended 150mm from the distal femur in a proximal direction. The femoral bone was in several fragments. Primary implant details unknown and primary surgeon and hospital and date unknown. Further details are contained in the remainder of this report. Us-FDA MDR determination: knee was revised to address a periprosthetic femur fracture. During the revision procedure, the patient sustained a cardiac arrest, and subsequently died after the surgical procedure following a second arrest. It cannot be ruled-out that the surgical procedure to treat the periprosthetic femur fracture caused/contributed to the patient's death. It is also reasonable to conclude that the femur implant may have caused/contributed to the periprosthetic femur fracture, given that it is the lone implant that directly interfaces with the femur bone. It is very unlikely that other implants played any contributing role.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot :the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.